Manufacturer narrative:
Date of event: event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed a paraduodenal hematoma after an interventional radiology (ir) guided drainage in (B)(6) 2020 due to infections from clostridium butyricum.

Manufacturer narrative:
A direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. A direct relationship between the device and the reported hematomas could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remained ongoing on ventricular assist device (vad) support until undergoing a pump exchange on (B)(6) 2022 captured under MFR: 2916596-2022-11322. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas IFU is currently available. Infection and bleeding are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. Patient handbook is also available. Section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b2: outcomes attributed to adverse: corrected. Section d3, g1: updated. Section d1: brand name: corrected. Section d4: catalog number: corrected. Section d4: primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.